Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during vent start up, customer turned on vent and noticed the screen does not work. Screen is black with colored lines throughout screen. Vent does pass start up, account manager turned on unit and could start ventilation by pressing where the start ventilation button is and could also activate standby. However, during all this the screen remains the same. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The device displayed a black screen with colored vertical lines during start-up. Ventilation could still be initiated by pressing known screen positions, although the graphical interface was not visible. The event did not cause or contribute to a death or serious injury to a patient the root cause was identified as a defective lcd. After replacing the lcd, the device was found to be functional and was released for use.

Event description:
The following was reported to hamilton medical ag: during vent start up, customer turned on vent and noticed the screen does not work. Screen is black with colored lines throughout screen. Vent does pass start up, account manager turned on unit and could start ventilation by pressing where the start ventilation button is and could also activate standby. However, during all this the screen remains the same. No patient involvement reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during vent start up, customer turned on vent and noticed the screen does not work. Screen is black with colored lines throughout screen. Vent does pass start up, account manager turned on unit and could start ventilation by pressing where the start ventilation button is and could also activate standby. However, during all this the screen remains the same. No patient involvement reported.